Event description:
During evaluation of a returned homechoice machine, the product analysis laboratory (pal) discovered an overfill. In the initial drain cycle of the therapy session started in 2008, the home pt (hp) drained 3023 ml. The hp's programmed last fill volume for therapy is 2000 ml. After this overfill occurred, the home patient's nurse was contacted by baxter on two occasions regarding this pt as well as regarding overfill. The nurse reported several problems with this pt, including non-compliance with therapy instruction. This pt was put on hemodialysis, possibly permanently, according to the nurse. She also confirmed there was no pt injury or medical intervention associated with overfill for this pt.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three stimulated pt therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange and was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed the previous return of this machine was unrelated to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available information, the probable caused of this overfill was determined to be insufficient drain and previous therapies that ended with negative total ultrafiltrations. The device will be routed to the service area.